Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. Customer continued to use the existing cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.